Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the angle wire play, the electrical connector corroded, the lg cable connector corroded, the air/water channel leak, the air/water nozzle loosened, and the u/d and the r/l pulley wires rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
There was no report of patient harm. There was no report of patient harm. Video image failure.